Manufacturer narrative:
Analysis of the pump identified residue in the motor gear train and identified wearing on the lower shaft of gear number 2. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in august 2017. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-aug-28, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving morphine (4 mg/ml, 1.8035 mg/day) and bupivacaine (dose of "3.6070") via an implantable pump for an unknown indication for use. The patient's medical history includes stroke, mi, diabetes, sleep apnea, hearing loss, arthritis and chronic pain. The rep interrogated the pump on the date of this report and a motor stall and recovery were in the logs. The rep asked the healthcare professional (hcp) if they were aware and they stated yes. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. There were no reported diagnostic/troubleshooting actions performed. There were no reported interventions/actions taken to resolve the issue. The issue was, however, resolved at the time of this report. The patient underwent early pump replacement related to the stall. Logs were provided and recorded a motor stall occurred on (B)(6) 2019 at 05:21, a stopped pump period may exceed tube set message occurred on (B)(6) 2019 @ 05:21, a motor stall recovery occurred on (B)(6) 2019 @ 23:14, another motor stall occurred on (B)(6) 2019 at 07:54, a stopped pump period may exceed tube sett message occurred on (B)(6) 2019 @ 07:54, a low reservoir alarm occurred on (B)(6) 2019 @ 02:13, an empty reservoir alarm occurred on (B)(6) 2019 @ 14:50. No information regarding the empty pump was provided.